Event description:
N/a.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
Additional information - event site address / event site city / event site telephone event site postal code - (B)(6) the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4)

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood between the sheath and catheter. The sheath was located at 5.9 inches from the iab tip and covered the rear half of the membrane. The extender tubing and pressure tubing were attached to the iab. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, pressure tubing, and extender tubing was performed. No leaks were detected. A 0.018¿ laboratory guidewire was inserted through the inner lumen and no occlusions were found. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and no breaks were observed along the length of the optical fiber. The evaluation confirmed the reported sensor failure . We are unable to determine how this may have occurred. This issue has been escalated to fiso supplier scar 21-f-scar-14 determine the root cause and is currently open. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint:(B)(4).

Event description:
N/a.

Manufacturer narrative:
Correction to emdr mfg follow-up #3 field h10. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The sheath was located at 5.9 inches from the iab tip and covered the rear half of the membrane. The extender tubing and pressure tubing were attached to the iab. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, pressure tubing, and extender tubing was performed. No leaks were detected. A 0.025¿ laboratory guidewire was inserted through the inner lumen and no occlusions were found. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and no breaks were observed along the length of the optical fiber. The evaluation confirmed the reported sensor failure . We are unable to determine how this may have occurred. This issue has been escalated to fiso supplier scar 21-f-scar-14 determine the root cause and is currently open. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the blood pressure waveform disappeared from the console. The blood pressure signal was then input from the external monitor to continue therapy. There was no patient harm or adverse event reported.